Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 21-nov-2022. A review of the device history record (DHR) confirmed the cartridge lot passed release specifications. Retained cartridge testing met the acceptance criteria in appendix 1 of q04.01.003 rev. Ak (product complaint level 2 and level 3 investigation procedure). No deficiency has been identified.

Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On 27-oct-2022, abbott point of care was contacted by a customer regarding I-stat pt/inr cartridges that yielded a suspected discrepant pt/inr result on a 61 year old male patient with deep vein thrombosis. There was no additional patient information available at the time of this report. Return product is not available for investigation. Method: I-stat. Date: (B)(6) 2022. Result: >4.5. Method: acl top 750. Date: (B)(6) 2022. Result: 3.3. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on limited information available that suggests the product was not performing within the variability of the assay. The investigation is underway.